Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspected the pump and attached cassette onto the device it alarming cassette not attached properly. The customers stated problem was verified. According to the investigation, the pump was inspected, and cassette attached onto the device and the pump exhibited cassette not attached properly alarm. Further investigation of the pump determined that a faulty downstream occlusion sensor was the root cause of the issue. According to the investigation the pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No reported adverse effects.